Event description:
It was reported that the physician was unable to aspirate fluid. The pt underwent surgery. The catheter was cut at the anchor and the physician was unable to aspirate freely. The intervention with the catheter was not reported. The pt recovered without sequela. The pump contained a mixture of fentanyl, clonidine, bupivacaine, and morphine sulfate.

Manufacturer narrative:
Results: refers to the catheter.